Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A log review done by isi regulatory post market analyst (rpms) revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the patient had a thoracotomy the next day to repair to repair a hole in the esophagus. The patient required surgical intervention and hospitalization to address the issue.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the patient had a thoracotomy the next day to repair to repair a hole in the esophagus. The event was reported by another surgeon to the clinical sales representative. The surgeon reporting the case was not related to the case. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.